Event description:
Account states pt suffered a pneumothorax while using ambu bag. While pt was placed on the ambu bag, pt was not able to exhale. When pt taken off pt exhaled. It was discovered that the peep valve was stuck.